Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 2 patient samples tested for li lithium (li) on a cobas 6000 c (501) module. Based on the data provided, the results for 1 patient were erroneous and reported outside of the laboratory. The initial li result was 2.76 mmol/l. This result was reported outside of the laboratory where it was questioned by the doctor since previous li results from this patient had been low. On (B)(6) 2017 the sample was repeated and the result was 0.35 mmol/l . This result was believed to be correct. No adverse event occurred. The li reagent lot number was 166829 with an expiration date of 05/31/2018. The reagent was loaded and calibrated on (B)(6) 2017. Instrument maintenance was up to date.

Manufacturer narrative:
The patient's sample was slightly turbid and had minute blood clots floating in it. The field service engineer (fse) visited the customer site. He performed instrument checks. The fse noted that there was no nozzle seal on the sample probe. The probe was flushed several times with distilled water to remove residue. The sample probe was re-installed with a new nozzle seal. The customer ran quality controls and the results were acceptable.